Event description:
A surgeon reported that following intraocular lens (iol) insertion, the root of the haptic was broken. The iol was removed and replaced. The surgical procedure was delayed while the iol was removed and replaced. No further info is expected.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The haptics were not broken. The optic was torn/split/cracked into four pieces. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. No further info is expected. (B)(4).